Event description:
It was reported about a (B)(4) study patient that there was a mobile mass on the atrioventricular (av)/ thrombus event with hemolysis. The outcome was reported as "urgent transplantation." No additional information was reported.

Manufacturer narrative:
Logs were not available for analysis. DHR review: a review of the device's manufacturing records indicated there were no ncmrs generated that could be related to the reported event. Upon completion of the review, it was concluded that the unit met the internal requirements prior to its quality assurance release process. Hvad pump (b)(4 was not returned to heartware for evaluation. This complaint is associated with a clinical adverse event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files was not possible since log files were not available for analysis. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported event. Clinical factors that may have contributed include the patient's past medical history of peripheral vascular disease, anticoagulant therapy and related comorbities. Though the root cause can not be conclusively determined there are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Serious and life threatening adverse events, including device thrombosis, have been associated with use of this device. All vad patients face risks. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Devices remain implanted.